Manufacturer narrative:
Date sent to the FDA: 04/21/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia surgery on (B)(6) 2016 and mesh was implanted during which the surgeon noted dense adhesions to the mesh which necessitated blunt dissection, taking care to protect the bowel. Extensive lysis of adhesions was performed before the omentum was reduced back into the abdomen. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2017 and mesh was implanted during which the surgeon noted dense scar tissue and a hernia sac which involved the previously placed mesh and adhesions of the small bowel and omentum to the mesh. These were carefully dissected out and the previously placed mesh was removed. It was reported that the patient had a hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced severe pain, nausea, inflammation, and loss of appetite. Other procedure was captured in a separate file. No additional information is provided.